Event description:
The dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device had error codes e073 (pca component failure) and e200 (pca component failure). The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.